Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 440 mg/dl and a high ketone level. The customer was treated with intravenous insulin and saline and released from the ER 8 hours later on (B)(6) 2024 with the reported issue resolved and no permanent damage sustained. The cause for the reported issue was due to the customer not receiving continuous glucose monitor readings; therefore, the customer was unaware that bg level increased. The customer continued to use the pump for insulin therapy.